Event description:
The customer reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.